Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after swimming, the customer's blood glucose (bg) was elevated (value not provided). Infusion set was replaced and insulin injection was administered to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.